Event description:
This female pt of unk age and medical history experienced a thrombotic event leading to myocardial infarction approximately a year and four months after implantation of 4 cypher stents. The indication for the index procedure was unk. Percutaneous coronary intervention was performed and four cypher stents were implanted in the left circumflex artery and 1st diagonal branch. Description of the vessel such as percentage of stenosis, tortuosity, presence of calcification, etc, was not reported. Vessel calcification was not reported. Baseline measurement of ejection fraction was not reported. There is no info regarding procedural details such as: debulking or pre-dilation of lesion before stent deployment, pre and post procedure cardiac enzyme values, pre and intra-procedure medications used. Four cypher stents of unk length and diameter, unk lot number and unk expiration date, were deployed at unk pressures in unidentified sections of the circumflex and 1st diagonal. Post dilation of stents was not reported. The residual diameter stenosis was not reported. Confirmation of complete stents opposition to the vessel wall by ivus was not reported. Timi flow was not reported. The report did not indicate when the pt was discharged from the hosp. Post-interventional treatment with plavix was reported for 3 months. No additional info was available.

Manufacturer narrative:
The products remained implanted in the pt and are thus not available for evaluation. A device history records (DHR) review could not be conducted because the lot numbers of the products were not reported. Thrombotic events are a known potential adverse event following stent implantation. Patients who are known to be at high-risk for thrombotic events include those with long lesions, a vessel diameter less than 3mm and previous thrombus. With such limited pt and procedural info available for review, the lack of availability of the product's lot number to perform a DHR review and the unavailability of the product to analyze, it is not possible to determine what factors may have contributed to these events.